Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
It was reported that the atrial lead exhibited a suture sleeve anomaly. The lead was explanted and replaced.